Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 28, 2016, the lay user/patient contacted lifescan (lsf) (B)(4), alleging that her onetouch ultra meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient manages her diabetes with actrapid insulin which she self-adjusts. She was unable to say when the meter started to read inaccurately. She reported that on an unknown date and time she obtained, what she considered to be, an inaccurately high blood glucose result of "95 mg/dl". She claimed that 2 minutes prior to obtaining the alleged inaccurate resul, she had developed symptoms of "shaking and sweating" which she associated with hypoglycemia. She reported that she normally feels hypoglycemic "at results about 80 mg/dl". She indicated that directly after obtaining the alleged inaccurate result, she drunk a "cup of tea with glucose tablet in it" and she reported feeling better after about 20 minutes. She denied using any other device to check her blood glucose level. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. As he patient did not have test strips available, it was not possible to establish the test strip lot number or whether the test strips had expired. Replacement products were sent to the patient. In conclusion, although the patient reportedly developed symptoms prior to the start of her obtaining the alleged inaccurate result on the subject meter, it cannot be ruled out that the meter may have been reading inaccurately prior to this time, causing the patient to administer too much insulin, resulting in the hypoglycemic symptoms she reported.